Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken wire had been observed on the maryland bipolar forceps instrument. No missing or fallen pieces were reported.